Event description:
Catheter accordians during insertion; unable to thread catheter into vein; similar problem reported to MFR. They found no defects/abnormalities and were unable to duplicate problem in lab setting.